Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a primary breast augmentation with a 450cc mentor memorygel breast implant and experienced postoperative right-sided rupture and breast pain. The patient stated that a tear was observed in her right breast implant via MRI performed on (B)(6) 2019. As a result, the patient underwent removal and replacement with two unspecified sientra breast implants on (B)(6) 2020.

Manufacturer narrative:
On (B)(6) 2021, mentor received additional information regarding the date of explantation. Initially, the date of explantation was reported as (B)(6) 2020. However, additional information revealed that the actual date of explantation was (B)(6) 2020. The relevant field has been updated. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 24-mar-2020, mentor received additional information regarding the date of implantation. Initially, the date was reported as (B)(6) 2014. However, the patient later reported that the implantation date is (B)(6) 2014. The relevant field has been updated. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 30-mar-2021, mentor received additional information regarding the patient¿s symptoms. The patient experienced bilateral rupture. Upon explantation, the left-sided device was found to be ruptured. On 6-apr-2021, mentor received additional information regarding the date of explantation. Previously, the date of explantation was reported as (B)(6) 2020. However, additional information revealed that the actual date of explantation was (B)(6) 2020. The relevant fields have been updated. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2021, mentor received additional information regarding the suspected medial device and replacement device. The device was discarded. The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 21-may-2021, mentor received additional information regarding the patient's MRI. Initially, it was reported that MRI was performed on (B)(6) 2021. However, additional information indicated that MRI was performed on (B)(6) 2019. The relevant field has been updated. Manufacturer's reference number: (B)(4).